Event description:
It was reported that there was short device life due to high ventricular threshold. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.